Event description:
It was reported that the customer received a motor error alarm while changing the reservoir and rewinding the insulin pump. The customer's blood glucose was 121 mg/dl. The customer did not recall any significant events leading to the alarm. The customer had already reverted to using a spare insulin pump. The customer stated that he was unable to complete the rewind seqquence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with constant motor error during rewind due to leaky motor oil in the motor home switch. The insulin pump was unable to perform the displacement test due to motor error alarm. The insulin pump had minor scratched display window and cracked reservoir tube lip.